Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer experienced high blood glucose of 400 mg/dl and treated with manual injection. The customer thinks that the insulin pump was under delivering because the problem can be solved after injections only. The customer declined to test the insulin pump. The insulin pump will be returned for analysis.